Event description:
This senior medical surveillance specialist spoke with the pt/layperson in 2009, regarding eight days prior, complaint that her onetouch ultramini meter would not turn on. The pt clarified info previously given to customer service and provided add'l details. Two weeks prior to report, the pt replaced the meter's battery when it would not turn on. Reportedly, the meter still did not power on with the new battery. Although the pt continued taking her oral medication, glucophage, she began feeling dizzy with frequent urination and thirst a week prior to report. The pt denied fainting, rather she felt as though she could faint. Concerned that her blood glucose was elevated, but having no means of testing, the pt elected to stop taking glucophage and begin injecting the n insulin her general practitioner (gp) had removed from her regime. The pt injected 15 units daily, morning and night. The pt alleged she still had the symptoms when she called customer service who replaced meter, strips, and control solution. After the date of report, the pt saw her gp for a cold. The gp ordered blood work although the results were not given to the pt. The gp advised the pt to buy over the counter medication for "chest mucus". No treatment was provided. The pt continues taking her insulin only, and feels somewhat better with recent blood glucose results ranging from 108 to 118 on her replacement meter. Because the pt alleged having symptoms that reflected hyperglycemia when the meter reportedly would not turn on, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.